Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, the radiofrequency application resulted in av node isolation from the sinus node due to the location of ectopic atrial tachycardia, a compromised right atrium, and cavotricuspid isthmus (cti) line. The patient experienced heart block, specifically a third-degree av block. Medical intervention was required to prevent permanent impairment, and a pacemaker was implanted following successful termination of the procedure. The patient outcome was reported as alive with injury.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The log files returned from the field were reviewed. One image file returned from the field was reviewed. The image file was of voltage map. In conclusion, the clinical issues (av node isolation and third-degree av block) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.